Event description:
The customer observed falsely elevated sodium results on alinity c processing module for one patient. The result provided were: initial=174 mmol/l /repeated on another analyzer=normal (no actual results provided) laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting. During that troubleshooting service replaced, repairing ict aspiration ling tubing and was unable to determine a single definitive part the likely cause for the result issue. A review of the alinity c (B)(6) service history, review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate adequate information for troubleshooting of erratic results and message code 3436. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, (B)(6).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for one patient. The result provided were: initial=174 mmol/l /repeated on another analyzer=normal (no actual results provided) laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.